Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, the reservoir did not suction exudate properly though the reservoir swelled. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
There was no presence of weak welding or over welding that could cause a leakage. Also y -connector ports were in good condition. Exit port was in good condition. During sample evaluation it was verified that the plate for the sample was able to open and close.